Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided. Product remains implanted.

Manufacturer narrative:
(B)(4). Concomitant product(s): zimmer trabecular metal acetabular shell with cluster holes 50mm catalog#: 00620205022 lot#: 63013428. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05235, 0001822565-2016-04703, 0001822565-2017-05237. Customer has indicated that the product will not be returned to zimmer biomet for investigation since retained by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had a revision of trabecular metal hip about 2 weeks post primary surgery, due to infection. During the surgery, the cup, liner and head were replaced. Attempts have been made and additional information on the reported event is unavailable.